Event description:
The customer reported that in the beginning of an oral surgical procedure, this drill got hot. The user felt the heat in the body of the handpiece and discontinued use. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for eval and confirmed the reported problem of overheating. During testing, this unit overheated due to collet failure. The handpiece instruction manual provides the following info: prior to use/testing, ensure all attachments & accessories are correctly attached to the handpiece. Performance test prior to use: operate the drill at maximum speed (100,000 rpm) for one minute and monitor for any of the following: excessive noise, excessive vibration, the drill or bur guard being hot to the touch during the test procedure or during surgical use. Warning: use of a drill not functioning properly can result in injury to the pt or medical personnel. Overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. "Bur guards is every 6 months." The customer will be provided add'l info on care and handling of this device.